Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient emailed describing event details. Medical records uploaded from (B)(6) 2024 were reviewed by clinician. On (B)(6) 2019, the patient had a total right hip arthroplasty. Depuy corail size 12 stem, 52 mm cup, +1.5 neck, 36 ceramic head on poly were implanted. On (B)(6) 2024, the patient had a revision right total hip, to address acetabular liner fracture, disassociation of the cup/liner, metallosis, wear of the acetabular cup. Prior to surgery, the patient was noted to have experienced pain, feeling a clunking/squeaking sensation in their hip. The femoral stem was found to be grossly stable and retained. Patient reported that significant damage to the pelvic bone. Depuy femoral head along with competitor acetabular components were implanted. Pathology notes the acetabular component removed ((B)(6) 2024) had 9207324 inscribed on rim, a component with 122136052 d36n52, a component with d1246-0 and d1906.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical report received: on (B)(6) 2024, the patient had a total hip revision, extensive irrigation and debridement to address failed right total hip arthroplasty , secondary to metallosis. Prior to surgery, the patient reported having increasing pain, a clunking/squeaking sensation in hip. During the procedure, it was noted that the liner had disassociated from the cup, there was metallosis, and extensive damage to the liner. There was wear of the acetabular cup, there was a posterior wall fracture seen, that was determined to be fixed by acetabular component screw fixation. The femoral stem was found to be stable and left insitu. Pathology report notes the part/lot number of some components on page 25, 26 of 37. Doi: (B)(6) 2019; dor: (B)(6) 2024; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, ¿ approximately 4 years post-operation during a routine workout early in 2024, I experienced sudden sever pain and mobility issues in my hip, accompanied by unusual squeaking and loud noises during movement. Diagnostic tests including x-ray and CT scans revealed a failed right total hip replacement and a dislocated polyethylene liner. A revision surgery was necessary and performed on (B)(6) 2024 by the surgeon. The procedure revealed significant damage to my pelvic bone, primarily attributed to the failure of the hardware. Notably, extensive damage was observed in the anterior aspect of the liner and a posterior wall fracture was also identified upon the removal of the acetabular component. Furthermore, there was considerable metallosis in the joint, and the polyethylene liner was found dislocated from the cup. These issues have caused not only significant physical pain and impairment but also considerable emotional and financial distress. The need for revision surgery has further compounded these difficulties.¿ the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment "gerard hip revision_2024.pptx". Visual analysis of the photos revealed that the altrx neut 36idx52od has a portion of the rim fractured, where the anti-rotation device (ard) tabs are located. Base on the finding of the liner and the involving implants (metal cup and ceramic head), it is reasonable to conclude that a disassociation event occurred between the acetabular cup and liner. However, due to the quality of the photos, no signs of wear or deterioration of polyethylene material was observed. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [122136052 / j4704m] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx neut 36idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device [122136052 / j4704m] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review ==> a manufacturing record evaluation was performed for the finished device [122136052 / j4704m] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.